Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, there were black lines running through the screen and blocking graphics or text. Customer's blood glucose (bg) was 138 mg/dl. Reportedly, the customer reverted to alternate insulin therapy.